Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the physician started to feel difference in the handle. The opening and closing of the handle was stiff. New device was opened to continue. No patient harm.